Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the reported event could not be determined. However, the device damage was likely cause by the following: - thermo-mechanical fatigue - wear and tear - improper handling (impact, shock) the event can be detected/prevented by following the instructions for use (IFU) which state: ¿warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.¿ ¿4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches¿ ¿ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g., cracks, fractures).¿ ¿warning risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged.¿ ¿damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the plastic beak of the inner sheath, for 26 fr. Outer sheath broke off during an unspecified procedure. The surgeon retrieved the beak, and no parts were left in the patient. Anesthesia was reportedly extended for an unknown duration. The procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
G4 - additional 510(k) number: k931995. The suspect device was returned to olympus and the allegation was confirmed. Visual inspection revealed extremely faded and difficult to read model and lot number markings, and minor dents along the tube sheath. The whole ceramic insulation insert was missing, and not returned. The interior of the distal end was inspected, and adhesive remnants were found but no remains of the insulation. The distal end had two minor discolored spots that appeared to be heat damaged, but the edge of the tip was round, without dents or nicks. The release knob and automatic locking ring were functional as it could lock the compatible test obturator without an issue. Per instructions for use (IFU), impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user and should not be used. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report has also been submitted on importer medwatch report # 2429304-2023-00156.